Manufacturer narrative:
(B)(4) (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device was seized, jammed, heavy moving, and defective. It was noted that the control unit was defective. It was further determined that the device failed pretest for attachment coupling, trigger test, off/forward reverse mode, change 10 times from forward to reverse at full speed, triggers and the electronic control unit and the power with test stand (minimum 190 to 250w). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.